Manufacturer narrative:
The customer returned cpu board was installed in a test ventilator. The ventilator was powered only by ac without backup battery and power cycled every 30 seconds over one hour. The blower ramped up correctly above 30000 rpm at 10 cm h2o target pressure without connected patient circuit. The ventilator was run for an hour in normal ventilation. No errors occurred and no failure was found. The root cause for the occurrence of 'blower stalled;' could not be identified.

Event description:
The international customer sent the unit for repair to the international service center (ref MFR. Report #:2031642-2016-03626) and cpu board was replaced. During review of the diagnostic event log, one occurrence of error code 100e (blower stalled) was identified. There was no patient involvement.